Event description:
The customer reported that there was a communication failure attributed to arcing resulting in a loss of live image. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hv cable connections to the x-ray tube were evaluate, relubricated and reseated. The system was tested and found to be working as intended and put back into service.